Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and no issue linked to the reported event was found. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. Reproducible tests have been carried out and when a new syringe is installed, if the new patient screen is "no", the last infusion information is reused. If the new patient screen is "yes", the infusion information is reset to 0. This is a normal behavior of the device. To answer the questions asked in the description: how is it possible that 22.83 ml was already infused by 20:03:54, if programming was only just completed at that time? 22.83 ml was already infused because "same patient" was activated. Could there have been a system time mismatch, memory retention from a previous infusion, or a logging artifact that might explain this discrepancy? No, what explains it is the "same patient" that has kept the data from previous volumes. Based on the log data, when exactly did the pca infusion start counting actual delivery to the patient? On (B)(6) à 19h27 until (B)(6) 2025 at 10:42:27. For this complaint, the device operated in accordance with its specifications, and no root cause was identified, the complaint is therefore not valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid the trend is: n/a.

Event description:
The following has been reported by customer: "according to the medical staff, the pca infusion was initiated on (B)(6) 2025 at 19:00 and ended on (B)(6) 2025 at 07:00. A total of 50 ml of diluted morphine was loaded, and the patient was instructed to self-administer boluses every 7 minutes. However, upon reviewing the event log exported from the device (serial number (B)(6), we noticed that by 20:03:54 on (B)(6) - shortly after the programming appears to have occurred - the total infused volume already shows 22.83 ml, and total mass infused as 44.167 mg. This does not align with the expected timeline of administration or the configured pca mode (patient bolus only with a 720-second lockout). Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.